Manufacturer narrative:
Weight unknown / not provided. Brand name unknown / not provided. Common device name, device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacture date unknown without lot number. Product not returned to manufacturer.

Event description:
Customer reported that the unknown zimmer screw loosened in the patients mouth.

Manufacturer narrative:
The reported product was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant indicated ¿screw loosened. The complaint was non-verifiable with the information provided. The product was not returned. No lot number was provided so a DHR review was not performed. A definitive root cause could not be identified for this complaint. The following sections were updated: b4: date of this report. G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H6: evaluation codes.